Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was occluded after implantation, resulting in hydrocephalus and device revision. The valve was implanted to the patient on (B)(6) 2018; however, initial setting is unknown. After the surgery, the ventricles became small temporarily. However, ventricular enlargement and valve obstruction were confirmed by contrast media, and revision surgery was performed. The surgeon commented that blood contamination in the reservoir was confirmed, and it caused obstruction. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Additional even information was provided. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Additional information: the valve was revised on (B)(6) 2018. However, the patient still had a headache. The surgeon suspected the valve occlusion, then drained spinal fluid by puncturing the lesion directly. The pressure setting was so high at that time. After that, the patient died this week without confirming the valve occlusion with the contrast media. The patient had metastasized cancer to the whole body. Therefore, this shunt obstruction was not the cause of death. The surgeon removed the valve from the patient to confirm the valve was occluded or not. The patient's family agreed to the surgery.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; biologic debris was noted in the valve mechanism and in the needle chamber. The valve was tested for programming and passed. The valve was flushed; the valve was blocked. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was dismantled and examined at appropriate magnification. Biological debris was found in the needle chamber, blocking the passage of the ruby ball, and in the valve casing, the ruby ball, the flat spring cam/ball arm assembly, rotating construct, and helical spring. A review of manufacturing records could not be performed as no lot number was provided. The root cause for the issues found during investigation are likely due to the biological debris found in the needle chamber blocking the passage to the ruby ball, as well as in the valve casing, on the ruby ball, on the flat spring of cam / ball arm assembly, on the rotating construct, and on the helical spring. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.